Manufacturer narrative:
Product event summary: six (6) batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log files revealed two (2) critical battery alarms were logged on (B)(6) 2019 due to a communication error involving (B)(6). Additionally, log file analysis did not reveal any power disconnect alarms logged during the analyzed period; however, data log files revealed rsoc values between 101-201 logged involving (B)(6), which is indicative of communication errors. There was no evidence of power source lubrication procedures on the batteries. As a result, the reported critical battery alarms event was confirmed. The reported power disconnect alarms could not be confirmed; however, the observed communication errors are likely related to the reported alarms. Possible root causes of the observed communication errors can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarms involving (B)(6) can be attributed to a communication error between the controller and battery. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4114, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4114, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4114, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4114, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan-2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited six power disconnect alarms. Log file review indicated that the four batteries had a communication error. One battery exhibited a critical battery alarm due to a communication error. The batteries were exchanged. No patient complications have been reported as a result of this event.